Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver download was reviewed and verified the customer complaint. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. The customer complaint of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4) catalog number - correction, serial number - correction, correction/additional information, method code - additional.